Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in a coronary artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and a dissection was noted. Once the dissection heals repeat angiography will be performed. No further patient complications were reported.